Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to moisture damage on the keypad traces. There was no moisture damage on the electronic assembly. There was no button error alarm. The pump had scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. There was no clock monitor frequency error. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 78 mg/dl at the time of incident. The customer stated that she went swimming with the pump on for 30 minutes. The pump had the following alarms in the history: bad battery, button error and clock monitor frequency error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.